Manufacturer narrative:
A photo was returned showing the cassette of the 14687-15 primary plum set. The cassette was marked around the frog eye sensor of the cassette. No leakage was observed. No samples were returned for investigation. The complaint of leakage on the 14687-15 could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 11285731 was conducted and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
A sample picture is available for evaluation. The investigation is pending. Additional information e1: (B)(6).

Event description:
It was reported that a primary plum set generated a leakage on the cassette. It was unknown if there was unprotected drug exposure to the patient or healthcare provider. The set was replaced, and therapy resumed. It was also stated that there was no other physical defect noted. There was unknown patient involvement and no harm was reported.